Manufacturer narrative:
Analysis of the lead found non-standard non-conformance. The lead body conductors were broken due to overstress/damage. All circuits open and lead body/insulation was twisted. Outer insulation was broken and lead was segmented at 21 cm from the proximal end. Conductor coils were crushed at 12 centimeters (cm) and 14 cm from the proximal end, while all conductors were broken at 17.5 cm and 21 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0uref, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0uref, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative reported a lead issue. The patient had a lead revision done. When the implantable neurostimulator (ins) pocket was opened, the lead was twisted multiple times 100 times. The ins had been flipping in the pocket multiple times. The physician could not get stimulation therefore a new lead was replaced (left side) and the ins was moved to the opposite side (left side). The pocket was made smaller. Due to the severity of the lead twisting and tangling, the lead broke off in half during the removal. Additional information from the manufacturer's representative reported that the ins flipped many times which cause the lead to migrate/ move. The ins flip was observed intra-operatively. The health care professional and the patient thought it might have happened because the patient could feel the ins positioned perpendicularly inside the pocket. The symptoms were because the lead migrated away from the nerve. The patient is indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.